Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 25 mcg/ml of compounded baclofen at 12.5 mcg/day, 5 mg/ml of dilaudid at 2.5 mg/day, and 2.5 mg/ml marcaine at 1.25 mg/day via an implantable pump. On 2017-may-02, it was reported that the patient's pump was alarming and the patient was experiencing withdrawal symptoms. The pump logs were interrogated an multiple motor stalls and recoveries had occurred. The first motor stall occurred on (B)(6) 2017 and the last recovery was on (B)(6) 2017. The pump was running at the time of the report. It was also reported that the patient had experienced an increase in pain. It was unknown if any environmental/external/patient factors that led to the multiple motor stalls, such as an MRI, had occurred. Surgery was planned to replace the pump. The patient's status was reported as "alive-no injury". Additional information was received on 2017-may-03. The cause of the multiple motor stalls and recoveries was not determined and the pump explant was planned for (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Eval code-conclusion updated.

Event description:
The device was returned to the manufacturer on (B)(6) 2017.